Event description:
It was reported that (3) devices were used during an unk procedure. It was reported by the affiliate that the 512s, 512b and 1seal all had torn gaskets. New trocars were used to complete the case. There was no consequence to the pt.